Event description:
It was reported that, "this is the second incident where dr. (B)(6) has had the 2 piece closed head iliac driver break on him. While inserting the screw the driver broke in 2 pieces under the handle. Therefore, the inner shaft and the outer shaft disengaged, the handle broke off and he was unable to further drive down the screw. He was then forced to use the single piece in order to finish inserting the screw."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.